Event description:
The customer stated a pregnant patient that previously tested negative for cmv igm on architect (index value of 0.67) and vidas, generated a low reactive result (index value of 1) on the architect i2000sr analyzer with the use of reagent lot number 82373lf00. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) erratic cmv igm results. The instrument logs were not available for return. Scheduled maintenance was due on (B)(6), 2009. After maintenance procedures were performed on (B)(6), 2009, the customer issue was resolved. The current rate for the architect i2000sr erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect i2000sr. A review of quality metrics did not identify any adverse trends related to this issue. The service history review found no additional incidents of the architect i2000sr, (B)(6), generating discrepant results or imprecise controls. Architect system operations manual (list number 201837-105) provides adequate information about troubleshooting for erratic results, operational precautions, and limitations. In the architect cytomegalovirus (cmv) igm reagent package insert (56-7560/r1), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, no product deficiency was determined. After maintenance procedures were performed, the customer issue was resolved.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.